Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside sterile barrier. Product is still sealed. I circled outside of package where hair is located. Is it possible that the foreign material fell into packaging upon opening of device? Product was never opened. Still sealed. Was the product seal on the foil still intact when the package was opened? Product was never opened. Still sealed. Will the device be returned for evaluation? If yes please return all relevant packaging material. Yes. Was the procedure completed without any adverse effect to the patient? Yes, just used another mesh. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Tracking no (B)(4). Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was used. It was reported by healthcare professional that today they found a hair in the mesh. They will have effective product in their office. So far they have only found 1 each. Device is available for return. There were no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/11/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.